Event description:
Customer called to report that while inspecting the coulter lh750 hematology analyzer slidemaker for a screeching noise, a bloody fluid spill was found in the right side tray. The volume of the spill was less than 10 mm and was contained within the instrument drip tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the rinse block was displaced, and that the dispense probe was backwashing onto the floor of the slidemaker. The fse cleaned the instrument and repositioned the rinse block to its correct position. The red and green tubes connected to the rinse block, which were positioned in such a way to push the rinse block out of position, were re-routed to better stabilize the rinse block. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is due to the incorrect positioning of the dispense probe rinse block. The issue was resolved with the services performed by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).